Event description:
It was reported that a patient underwent a left scleral external pressure procedure on (B)(6) 2023 and suture was used. During the procedure, on the afternoon, the patient underwent surgery. When the doctor used the first set of suture to pre set, the head of the needle broke. When using the second needle to pre set the second set of sutures, the suture broke. After careful searching, the head end of the broken needle was found, approximately 2mm long. After comparison, it was confirmed that the two broken ends were intact, and no other broken ends were left in the patient's tissue. After the second set of suture is broken, re suture the pre-set suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: lot number xcw893 was provided, however, it was not recognized in the system. Could you please confirm the lot number? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep)--contacted with the sales rep today via phone, please refer to the event description, other information requested is unknown. Events reported via: 2210968-2023-10125.